Event description:
It was reported that during a laparoscopic sigma procedure, after a few minutes there was no function. While cleaning the instrument, the blade broke; the broken piece did not fall into the patient. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was received with the blade broken off and missing. The location of the break is inside the tube proximal to the tissue pad. During functional testing on a generator, the device gave an error code 5. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The analysis concluded that the blade broke due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.

Event description:
Pt revised for infection, found loose cup.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.